Event description:
Pt stated she used her pump last night for treatment and it broke. Dose or amount: 8 grams, frequency: weekly, route: sq. Dates of use: from (B)(6) 2014 to current. Diagnosis or reason for use: d83.0.